Event description:
Pulse oximetry on dinamap monitor giving inaccurate readings. Patients do not appear to have readings that low so comparison done with alternate pulse oximeter and found that the dinamap was consistently running 5-10% lower than other monitor. Problem remained. MFR notified and response was try different finger probes and cables, which also did not work.